Event description:
The customer reported the pt with this lead was admitted to the hospital due to symptoms of congestive heart failure. During which time, interrogation of this system indicated that this implantable atrial lead was undersensing this patient's right atrial activity completely. Additionally, it was noted that the right atrial pacing impedance measurements had dropped from 413 ohms to 351 ohms and no capture could be obtained, despite maximum pacing outputs. The lead was surgically abandoned (capped) on (B)(6), 2010 and replaced with a new lead with no further issue. The lead was actively implanted for approximately 2 years, 6 months.

Manufacturer narrative:
The lead was surgically abandoned (capped), and replaced with a new lead with no further issue. Therefore it will not be returned for analysis; as a result, the reported allegation cannot be confirmed. The event will be re-evaluated if additional info becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.